Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error alarm. The customer's blood glucose level was unknown at the time of incident. The customer stated that there the drive support cap was loose and insulin pump was dropped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. No motor error alarm noted during testing. The motor was tested outside of the unit and passed. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and a partially broken off reservoir tube lip. (B)(4).